Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The agency reported the information received from the hospital: during neurosurgery, in 2007, at the end of the procedure and during patient's transfer from the or table to the patient's bed, while patient's head was maintained by a nurse, the threads of two pieces of the mayfield clamp broke. The clamp and the intermediary component rocked. There was no patient injury reported. The patient's head was being manually maintained at the time of the incident; hence, no clinical consequences occurred following this incident. If the patient's head had not been maintained, for example during the surgical procedure, a serious traumatism of the cervical rachis could have happened. Two integra sales representatives visited the hospital in 2007 and met with biomedical and vigilance departments. The aluminum threads where the device is screwed on the other device broke. The products were purchased late 2003 or early 2004 from a distributor. The broken component will be returned for investigation. Additional information received on december 7, 2007 from the manufacturer, stated that the actual part returned to the manufacturer was 41b1171 which is a mayfield trans 6" member. It was reported that the threads attaching the swivel adapter and 6" transitional piece (40a1018 and 41b1171) were completely stripped the cross threaded. The adapter and the intermediary component rocked as a result of the threads being stripped and threaded. There was no patient injury caused, as the patient's head was being manually maintained by the attending nurse at the time of the transfer when the device rocked. Medwatch 3004608878-2007-00034 is linked.